Event description:
A report was received that the patient had developed an infection following the implant procedure. The physician prescribed the patient oral antibiotics and it was confirmed that the infection has cleared.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2366-50, serial #(B)(4), description: linear 3-6 lead, 50cm. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.